Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a severely tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After the lesion was crossed, it was indicated that the device stuck and a piece of the catheter broke off in the distal portion of the vessel. The physician was able to retrieve the broken piece using a snare, and it was removed with the guidewire as a single unit. The procedure was completed with an alternative device. There were no patient complications.